Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not confirm the failed region that are considered to have influenced occurrence of the phenomenon indicated by the customer from the repair inspection results. Olympus judged that the escalation for mitigating the risk more is unnecessary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastro videoscope exhibited the adhesive around the acoustic lens was chipped. There was no patient involvement.